Event description:
Case description: investigation results: name: novofine® autocover® 30g 100 needles, batch number: 15l11u. An examination of a reference sample showed nothing abnormal. The product was not returned for examination. Name: novofine® 30g 100 needles, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with following information: investigation results added. Manufacturer's/company comment added. Manufacturer's/company comment: 08-sep-2017: the suspected device novofine 8mm autocover (30g) has not been returned to novo nordisk a/s for investigation, however an examination of a reference sample showed nothing abnormal. The suspected device novofine 8mm (30g) was never dispensed nor administered to the patient, as the pharmacist dispensed novofine 8mm autocover (30g) instead of the prescribed novofine 8mm (30g). Therefor no novofine 8mm (30g) has been returned for evaluation and no batch number was reported, and therefore no investigations were performed. As only limited information regarding the handling the suspected devices is available, it is not possible to identify a clear root-cause of the experienced adverse events and thus find similar incidents to the once reported in (B)(4). Evaluation summary: name: novofine® 30g 100 needles, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Blood sugar between 18 mmol/l and 31 mmol/l [blood glucose increased]. Defective novofine autocover 30g needles [needle issue]. Pharmacist gave the patient novofine autocover 30g instead of novofine 30g [wrong device dispensed]. Case description: this serious spontaneous regulatory authority case received from FDA's medwatch program from the united states was reported by a consumer as "blood sugar between 18 mmol/l and 31 mmol/l" beginning on (B)(6) 2017, "defective novofine autocover 30g needles" with an unspecified onset date, "pharmacist gave the patient novofine autocover 30g instead of novofine 30g" with an unspecified onset date,, and concerned a patient (age and gender: not reported), who was treated with novofine 8 mm (30g) autocover (needle) from unknown start date due to "device therapy", novofine (30g) (needle) from unknown start date due to "device therapy". Medical history was not provided. Type and duration of diabetes not reported. Concomitant products included - humalog(insulin lispro), lantus(insulin glargine), rosuvastatin (rosuvastatin). Non code-able concomitant medication avova test strips, meter, b12, asa. It was reported that, when the patient refilled their needle prescription, the pharmacist gave the patient novofine autocover 30g instead of novofine 30g. The patient reported the novofine autocover needle was defective since the patient experienced high blood sugar between 18 mmol/l and 31 mmol/l instead of 4 -12 mmol/l range. Action taken to novofine 8 mm (30g) autocover (needle) and novofine (30g) (needle) was not reported. The outcome for the event "blood sugar between 18 mmol/l and 31 mmol/l" was not reported. The outcome for the event "defective novofine autocover 30g needles" was not reported. The outcome for the event "pharmacist gave the patient novofine autocover 30g instead of novofine 30g" was not reported.